Manufacturer narrative:
During a coronary intervention, the stent of a 2.5/13mm cypher stent delivery system dislodged and was lost in the pt. At the time of the report, the pt had suffered no negative consequences. No vessel/lesion characteristics were provided other than the target site was in the proximal left anterior descending. The physician was unable to cross the lesion with the sds, so the unit was pulled back to perform additional predilation. In this process, the stent was lost. As recommended in the product instructions for use, "do not attempt to pull an unexpanded stent back through the guiding catheter, as dislodgement of the stent from the balloon may occur. Remove as a single unit with the guiding catheter". No product was returned for eval. A review of the manufacturing records could not be done without a lot number. With the limited information available, device handling may have contributed to the event.